Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection, it was observed that the motor device was not responding when plugged in. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device stopped running, displayed an e2 error and the thermistor failed. Therefore, the reported condition was confirmed. It was determined that the e2 error code was because the motor stopped running. It was determined that the device stopped running and failed thermistor due to damage of the flex circuit and motor due to corrosion. The assignable root cause was determined to be due to immersion during cleaning which was due to failure to follow instructions. This was further defined as misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.